Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's lead was experiencing high impedances. Surgical intervention was undertaken and the drg lead was explanted and replaced with a scs lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.